Manufacturer narrative:
Analysis of the pump found battery high resistance/lab failure. The pump was included in the potential battery performance population. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 275 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. The device was replaced on (B)(6) 2017 pending device depletion. The reason for device removal was noted as ¿prophylactic removal of pump to avoid in-vivo battery depletion.¿ the patient recovered without sequela. No further complications were reported/anticipated or expected.